Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to rewind the insulin pump more than once after reservoir change. Customer blood glucose value was unknown at the time of the incident. Customer also sated that unexplained no delivery alarms twice that lead to high glucose event. The device will not be returned for analysis.